Event description:
It was reported that the patient had impedance over 9,000 ohms and that the generator was unable to provide full stimulation. There was no known trauma for the patient. A second chest ap x-ray image was received. The generator was located in the patient¿s upper left chest. The complete insertion of the connector pin can be seen. The filter feedthru and lead wires at the connector pin appear to be intact. The lead was observed in the chest. There was a portion of the lead that was routed behind the generator that could not be assessed. No sharp angles or gross discontinuities were identified in the visible portion of the lead. Generator data was received, as the patient¿s impedance had returned to normal impedance later. The generator data was reviewed, and intermittent high impedance was seen in the patient¿s history. It was previously reported that the high impedance was likely caused by the firmware of the m1000 generator. Based on the new information received, and the impedance now rising above 9000 ohms, it is no longer believed to be related to the generator firmware, and is more likely related to the lead condition. The device history record was reviewed and the device passed all specifications prior to distribution. No surgical intervention has occurred to date. No additional or relevant information has been received to date.

Manufacturer narrative:
Voluntary medical device correction (remedial action) was initiated by the manufacturer on 11/16/2018 via physician notification letter.

Event description:
It was reported that the patient¿s impedance was high. The patient's impedance was not much over the upper limit of normal impedance (5300 ohms). The patient was tolerating vns with no issues. Device history records were reviewed for the generator. The device passed all specifications prior to distribution. X-rays were received for the patient. The complete insertion of the connector pin could not be assessed due to the angle of the image. The filter feedthru and lead wires at the connector pin appear to be intact. No sharp angles or gross discontinuities were identified in the visible portion of the lead. No causes of high impedance were identified; however incomplete pin insertion and/or the presence of a micro-fracture could not be ruled out. Programming history was reviewed for the generator. Good impedance was seen following the device implant, and high impedance was seen later. No anomalies were seen. Internal investigation identified that a change in the timing of the impedance test may result in higher impedances for model 1000 generator compared to those reported by model 103-106 generator. As indicated in the physician's manual, high lead impedance (>/= 5300 ohms), in the absence of other device-related complications, is not an indication of a lead or generator malfunction. No additional or relevant information has been received to date.